Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window.

Event description:
Customer reported her insulin pump is shutting off. She was off the device for two months and when she put in a new battery, the device shut off after five hours. Customer put a new battery in and the device did not turn on. She put another new battery in and the device worked for about five minutes. It shut off during a bolus. Customer's blood glucose is 378 mg/dl. She treated with a manual injection. The battery compartment and springs are not damaged or corroded. Customer took the battery out for ten minutes and reinserted it, but the display did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.